Event description:
Information was received that a broken screw was extracted. No patient adverse event was reported. Report 2 of 2.

Manufacturer narrative:
The device has not been returned for evaluation as it was not recovered after the removal procedure. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.